Event description:
Consumer reported complaint that the true metrix kit had been opened when received and missing package items. Customer stated that the lancets and lancing device had not been included in the kit. Customer also stated that the logbook and the true metrix meter had been used. The meter memory was reviewed for previous test result history: there were 2 results in the meter memory - 160 mg/dl 7/7 1:34 pm and 197 mg/dl 7/6 11:21 pm. The result of 197 mg/dl was also documented in the logbook. The test strips were not included in the kit as they were purchased separately. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). H1: type of reportable event of malfunction being submitted due to no applicable other option available. Customer did not allege a product defect. Complaint was forwarded to packaging. Internal evaluation was completed: packaging records were reviewed, no abnormalities observed. Meter was returned for evaluation. Product testing was performed and returned meter is working as intended. All testing results passed. No defect found. Two results were observed in the meter's memory. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 05-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.